Event description:
Customer's daughter reports back to back testing while using the compact plus system with results of 412 mg/dl and 176 mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.